Event description:
On (B)(6) 2009 the patient reported that when he removed the insulin cartridge from the infusion device, he noticed liquid in the cartridge compartment and he could smell insulin. He stated that it was not enough liquid to pour out of the cartridge compartment. He stated that he always attaches the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device and he properly adjusts the piston rod. He stated that he "sees insulin droplets on the inside of the cartridge below where the plunger is" and "it is obviously leaking from the cartridge. He was advised to dry the cartridge compartment with a cotton swab and to temporarily switch to his backup infusion device. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.